Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation is a non-healthcare professional. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent a left knee revision due to loosening of the tibial and patellar components. The surgeon reported significant synovitis extensively throughout the joint. He indicated the patella was loose after debridement of synovitic material. The surgeon reported the tibial component was loose and removed without the need for additional instruments and was removed manually. He noted a well-fixed femoral component and it was retained. The surgeon reported no intraoperative complications. The patient was implanted with attune revision tibial component, patellar component and competitor cement. Doi: (B)(6) 2016; dor: (B)(6) 2017; (lt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviewed (B)(6) 2019. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Total qty released: (B)(4). Expiry date: 31-may-17. H10 additional narrative: added: b1 (is product problem) and h6 (impact code) corrected: g1.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.